Manufacturer narrative:
Upon visual inspection of the device it was observed that the distal hexalobe tip of the screw inserter was deformed. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, 2 similar complaints were identified. It was observed that the instrument has been out in the field for more than 4 years. Factors such as consistent use of the instrument may cause fatigue, leading to instrument failure as reported. The root cause for this event is determined to be normal wear.

Event description:
It was reported that an everest locking screw inserter became deformed during intra-operative implant insertion. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that an everest locking screw inserter became deformed during intra-operative implant insertion. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.